Event description:
I am reporting two incidents with always sanitary pads. The incident occurred on (B)(6) 2014. The pads have been causing an itch to the female genital area. Sorry I do not have the receipts of purchase but one purchase was from (B)(6). Please look into this product. I will f/u next month on this product. Diagnosis or reason for use: menstruation.